Event description:
It was reported the patient underwent explant of the pump due to bulging of the pump pocket and the catheter "popping out" just underneath the skin. The incision had healed but the pump was reportedly placed incorrectly and stuck out "like a door knob." The pump was reportedly not helping to reduce the patient's pain. The patient is allergic to morphine. The medication used in the pump was not reported.